Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 7.0 mmol/l but the patient felt faint. The parent called for an ambulance. The paramedics checked a bg on arrival which was 3.2 mmol/l. They treated the patient with two doses of 'glucagon gel' the ambulance stayed for one to two hours. The patient did not need to be taken to the hospital. At the time of the report about five hours later the patient¿s bg was 23.2 mmol/l and the cgm was reading 22.2 mmol/l. The patient had not administered any insulin since the low bg and was rebounding from the treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.